Event description:
It was reported that the pump administered a 24 hr chemotherapy infusion approx 5 hrs early. No pt injury resulted. No medical or surgical intervention was required. No add'l pt info was reported.